Event description:
It was reported that the customer experienced an issue with the pump's touchscreen, which was not cracked but frozen and unresponsive, preventing interaction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, but the issue persisted, and a replacement pump was arranged. Subsequent follow-up indicated the customer was inquiring about the status and delivery of a loaner pump, which was scheduled for delivery later that day.